Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2024 the lead is still in the patient and is capped / not explanted. No adverse patient events were reported. Should additional information become available, this file will be updated the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
High shock in impedance >150. Noise on ff channel.